Manufacturer narrative:
There has been no report of injury to patient or user. No malfunction occurred with the endosonic. The endosonic unit identified in this complaint was notified to (B)(6) on the (B)(6) 2018 as part of fsca-(B)(4). This has been documented as a repair of the device. This fsca activity did not affect any devices that have been shipped into the us market. Olympus (B)(6) have requested for the return of the pcba, for reconciliation under fsca-(B)(4) reported in an abundance of caution.

Event description:
Pcb paint lock not yet implemented. Discovered during inspection. The locking varnish is a control measure to ensure that the potentiometer adjustment screw does not rotate after the pcb test of the pcba.